Event description:
It was reported that the patient presented in clinic for a magnetic resonance imaging (MRI) procedure. The patient's implantable cardioverter defibrillator (ICD) was put into MRI mode prior to procedure but was not taken out of MRI mode afterwards, causing the ICD to inappropriately go into backup operation. Programming changes were made to reset the device. The patient was stable throughout.